Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part#: 292.720, lot#: 151p765, manufacturing site: balsthal, release to warehouse date: 07-may-2021. A manufacturing record evaluation was performed for the finished device 292.720, lot#: 151p765, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was returned in a broken condition. The broken fragment was not returned for evaluation. The allegation of embedded device was not confirmed as no post-operative images to assess the condition were provided. No other product problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the guidewire ø1.6 w/thread-tip w/trocar l15, p/n: , lot: 151p765 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: rev b current and manufactured. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: lrn. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in costa rica as follows: it was reported on (B)(6) 2022, that ankle surgery was performed with anatomic plaques of fibula and canulated screws to a male patient with morbid obesity in ambulatory surgery service, during the pre-surgical procedure the patient presented stable, admitted ventilating ambient air, without respiratory difficulty, communicative, during the pre-surgical procedure, he presented dismunition of his blood pressure, which the anesthesiologist controlled. When the anatomic plate was placed there was no associated problem, but when the 4.5 diameter 1.6 channel guide is placed, it breaks in half inside the patient, after several attempts on the part of the doctor to remove the remaining fragment is not obtained to withdraw and decides to leave it in patient, during the transoperative patient remains stable and in the postsurgical it remains stable , it presents no noticeable adverse effect. There was surgical delay for 5 minutes. The procedure was successfully completed fragments were generated . They were not easily removed. The wire broke up in 2 pieces, one stayed in patient and out patient. Patient status/ outcome / consequences: no. Concomitant devices reported: unk - plates: trauma (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) guidewire ø1.6 w/thread-tip w/trocar l15. This is report 1 of 1 for complaint (B)(4).